Event description:
The manufacturer received information alleging a ventilator alarmed and powered off. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" and "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's system board, interface board and blower motor were replaced to address the issues.